Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one stapler. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a hepatectomy procedure. Connected the reload to the manual stapling handle for the first firing. The surgeon tried to fire the device, however, could not. Replaced by a new handle and connected the original reload, and the firing was completed. The surgical time was extended by less than thirty minutes. There was no patient harm. The status of the patient is no problem. No reinforcement material was used.